Event description:
Boston scientific received information that this device had half a year of battery longevity remaining approximately seven months ago. However, upon follow up check-up in preparation for device change out, this device still had two and a half years remaining. The field representative indicated that the automatic capture was programmed on and the magnet rate was still at 100 beats per minute. All attempts to obtain additional pertinent information were unsuccessful. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.